Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the curved-tip stapler 30 created half a staple line. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clinical sales representative (csr) informed that half of the reload that fired made a complete staple line. They received a "tissue too thick" message and the fire stopped halfway. They took the stapler out. Additional information was obtained from the surgeon via the csr: the customer was using a grey reload. The target tissue was a vein. The tissue was not calcified nor exposed to any radiation or chemotherapy prior to the procedure. There was no tissue bunching or tension. The stapler stopped firing after only about half the load ¿ approximately 15-20 mm. The event did not involve a failure to fire. The event involved a partial fire. The event did not involve tissue being pushed forward/dragged during the firing process. The event did not involve the stapler jaws opening/releasing during the firing sequence. The event did not involve the reload deploying staples unexpectedly. There were some malformed c-shaped staples. There were no staples missing from the staple line. There were no holes/gaps observed within the staple line. The reload was not stuck to the tissue. There were "unable to complete fire" and "blade may be exposed" error messages when the stapling issue occurred. The surgeon did not encounter any obstructions. The surgeon did not fire over an existing staple line. No buttress material was used. There were no clamping issues prior to firing the stapler reload. There was no bleeding observed on the staple line due to the stapler issue. There were no blood transfusions. There was no unplanned tissue removal.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.